Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of non-sustained ventricular oversensing on the implantable cardioverter defibrillator. It was determined that the episodes were caused by post paced t wave oversensing. The device was reprogrammed and the oversensing was corrected. The patient remained in stable condition.